Event description:
It was reported that the customer received a button error alarm. The customer had a high blood glucose level of 284 mg/dl. The customer experienced high blood glucose levels after receiving the button error alarm. She explained that insulin delivery stopped. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button or keypad response due to flattened act keypad dome. No button error alarm. Unable to perform functional testing due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.